Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and left upper quadrant pain. Essure confirmation test on an unspecified date. Result: bilateral occlusion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)."), abdominal pain ("pelvic/abdominal pain") and intermenstrual bleeding ("metrorrhagia (bleeding between the (b/w) periods),"). The patient was treated with surgery (salpingectomy (unilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, dysmenorrhoea, heavy menstrual bleeding, abdominal pain and intermenstrual bleeding outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, pelvic abscess and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included paratubal cyst and left upper quadrant pain. Essure confirmation test on an unspecified date. Result: bilateral occlusion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)."), abdominal pain ("pelvic/abdominal pain") and intermenstrual bleeding ("metrorrhagia (bleeding between the (b/w) periods),"). The patient was treated with surgery (salpingectomy (unilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, dysmenorrhoea, heavy menstrual bleeding, abdominal pain and intermenstrual bleeding outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, heavy menstrual bleeding, intermenstrual bleeding, pelvic abscess and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2021: mr received. Reporter information , other relevant history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') and pelvic abscess ('abscess') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test on an unspecified date. Result: bilateral occlusion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic abscess (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), abdominal pain ("pelvic/abdominal pain") and metrorrhagia ("metrorrhagia (bleeding between the (b/w) periods),"). The patient was treated with surgery (salpingectomy (unilateral), hysterectomy (partial)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic abscess, dysmenorrhoea, menorrhagia, abdominal pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic abscess and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: pif received: new event abscess added. Reporter details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test on an unspecified date. Result: bilateral occlusion. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping),"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), abdominal pain ("pelvic / abdominal pain") and metrorrhagia ("metrorrhagia (bleeding between the (b/w) periods),"). The patient was treated with surgery (salpingectomy (unilateral), hysterectomy (partial)). At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain and metrorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-aug-2019: pfs received: event injury was replaced by dysmenorrhea (cramping), pelvic / abdominal pain, metrorrhagia (bleeding between the (b/w) periods), menorrhagia (heavy menstrual bleeding) were added. Suspect drug start and stop date were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.